Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The wet cassette was visually inspected. Two gray connectors were identified to have been connected to the administration manifold. The admin manifold should have one red connector and one grey connector assembled to the tubing manifold. The second gray connector did not fit onto the red port on the cassette due to the incorrect assembly of the tubing manifold (i.e. Two gray connectors attached in error). This observed error would have resulted in the customer's experience. The admin tubing manifold was replaced and the cassette was tested on a calibrated console. The cassette passed priming and intraocular pressure (iop) calibration successfully with no leakage detected. A cassette leakage test was also performed and no leakage was observed. The root cause of the customer's complaint is related to an assembly error of the tubing manifold during the supplier's assembly process. Quality engineering materials has notified the supplier of this complaint issue per procedure. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. A leak and flow test is performed on each cassette at the end-of-line inspection to ensure all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cassette leakage occurred before a procedure. The product was replaced and the procedure was completed.